Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that attempted to flush mediport from y port (the port closest to the patient) and saline from the flush started to leak onto the patient's skin.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Imdrf codes must be updated.